Event description:
Hcp reports pt has experienced some symptoms of withdrawal that include an increase in pulse, an increase in blood pressure and an increase in temperature. The hcp reports that no studies on the catheter or pump have been done. A follow up report will be sent when additional info is received.